Event description:
It was reported from the system longevity study (sls) that oversensing was observed on the atrial lead during a routine follow up. Therefore device sensing was re-programmed from 0.5mv to 1mv and the atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.